Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot the issue with the customer over the telephone. The customer determined that the power supply was causing the alleged malfunction. The customer informed to have replaced the power supply, and conducted the final testing. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was blank and inoperable. There was no pt involvement.